Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of refn4062 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patency. Date of detection of device deficiency: (B)(6) 2021 the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2021). Following component was deficient: "patency". The nature of the device deficiency was malfunction. The device was not removed and is still in place. The device deficiency was resolved with administration of tissue plasminogen activator or other unblocking agent. Action taken: administration of tissue plasminogen activator or other unblocking agent.